Manufacturer narrative:
(B)(4). Other devices used: catalog #42512400710, persona ps vivacite articular surface, lot #62725654 - manufactured by zimmer inc., (B)(4). The following products were manufactured by zimmer (B)(4): catalog #42532007501, persona stemmed cemented tibial component, lot #62819631. Catalog #42540000035, persona all-poly patella, lot #62394483. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and loosening. A revision surgery has been scheduled.

Manufacturer narrative:
Device history records were reviewed and identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A complaint history review was performed for the devices involved and identified no additional complaints. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.